Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported feeling unwell and experiencing blurry vision. She noticed that her sensor had failed (exact time of failure unknown). She performed a fingerstick blood glucose check, which read over 400 mg/dl. The patient called 911 and waited without taking any medication. Upon arrival, ems did not check her blood glucose. She was transported to the ER, where no fingerstick was performed prior to treatment. The patient was treated with an IV insulin drip, after which she felt better. She remained in the ER for approximately 2¿3 hours and was discharged around 10:00 pm. During the follow-up call, the patient reported feeling fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.